Manufacturer narrative:
Corrected information: device was received on (B)(6) 2017 and was not available at the time that the initial medwatch report was submitted. PICC line broke at the junction of the catheter and the hub. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation: a review of the drawings, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One opened complaint device was returned for evaluation, and images were provided for review. The device rpn is unknown; the only information available is that the device is from the PICC line. The device was returned with the catheter measuring 24.5 centimeters (cm). A visual examination noted that the tubing is partially separated from the over-molded plastic hub. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. There is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Per the IFU, ¿extreme caution must be used in placement and monitoring of catheters. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter size should be as small as the use will allow.¿ based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the health risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a peripherally inserted central catheter (PICC) line broke at an unspecified time following implantation. The specific device size, type and product code were not provided. The PICC line was explanted and replaced with a new device. The device is available for evaluation. No further information was provided. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.